Event description:
Approx six yrs post-operative, x-rays revealed stem had fractured requiring revision surgery to remove and replace. Upon removal it was also noted that the bone cement had debonded.